Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was cracked. The down arrow keypad button was intermittently unresponsive during testing; the keypad cover was removed and evidence of contamination was found under all buttons.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was a keypad button response issue with evidence of contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.